Manufacturer narrative:
Summarized patient outcomes/complications of navitor transcatheter valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, prior acute myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, cerebrovascular incident, smoking history, dyslipidemia, cancer, chronic obstructive pulmonary disease, asthma, hypothyroidism, and arthritis. Complications reported included death, surgical intervention (pacemaker), unexpected medical intervention (ECMO), stroke, cardiac tamponade, annular rupture; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled " sex-specific anatomic differences in patients undergoing transcatheter aortic valve implantation_ insights from the st-tavi registry ".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "sex-specific anatomic differences in patients undergoing transcatheter aortic valve implantation: insights from the st-tavi registry", was reviewed. The article presented a retrospective, single center study to determine sex-specific anatomic characteristics of patients undergoing evaluation for transcatheter aortic valve implantation (tavi) procedure, to determine sex-specific proportion of ilio-femoral unfeasibility for transfemoral tavi procedure based on the manufacturer¿s recommendations, to compare the sex-specific distribution of different valve sizes based on the manufacturer¿s recommendations, as well as to determine sex-based differences in clinical outcomes post-tavi and its association with anatomic measures. Devices included in the study were sapien 3, evolut pro+, acurate neo2, and navitor valve. The article concluded female patients showed smaller absolute dimensions of lvot, aortic root and ilio-femoral arteries compared to male patients. There were no differences in the prevalence of ilio-femoral unfeasibility for transfemoral tavi procedure, but there were sex-specific differences in the availability of conventional valve sizes across different platforms. Female patients exhibited higher periprocedural mortality with no difference in other clinical outcomes. [The primary and corresponding author was frane runjic, head of the department of interventional cardiology, department of cardiology, university hospital of split, split, croatia, with corresponding email: frane.runjic@gmail.com]. The time frame of the study was from november 2019 to july 2023. A total of 320 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 81.3 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, prior acute myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, cerebrovascular incident, smoking history, dyslipidemia, cancer, chronic obstructive pulmonary disease, asthma, hypothyroidism, and arthritis.